Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed noise resulting in an inappropriate shock. Isometrics and pocket manipulation was unsuccessful in recreate noise. Boston scientific technical services (ts) suspected that the root cause was air entrapment in the header. The sensing vector was reprogrammed from secondary to primary and the patient will be monitored. No adverse patient effects were reported.